Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Field service engineer inspected reagent probe b assembly. Fse replaced the wash collar valve, part number: 472689, and the leak was resolved. (B)(4).

Event description:
The customer reported a leak from the reagent probe b on the unicel dxc 800 pro synchron system. The leak was contained to the instrument. The customer was wearing a lab coat. No reports of injury or customer exposure. No reports of erroneous patient results generated.